Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the handset was lagging at 91%. The patient was guided through clearing the data. The patient was then able to connect to the pump without any lag. When asked for the event date, the patient said that it had been a while. The patient noted that they left the handset on airplane mode all the time in order to save the handset battery. The patient said that they would get service code 156 however. It was suggested that the patient close the myptm app in between uses.